Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14875948.

Event description:
It was reported that patients spinal cord stimulation (scs) was no longer working as intended. It was mentioned that the leads became disconnected. The patient underwent explant procedure. No further information could be obtained despite good faith efforts.